Event description:
After 24 hours of use the PICC became obstructed. The catheter was removed. Seventy two hours post insertion, the pt experienced tachycardia. An echocardiogram was performed and the tip of the PICC line was visible in the heart. The doctor estimated the length of the tip to be 1cm. At present the tip has not been removed. The tachycardia was resolved via medication. The doctor plans to remove the tip via catheterization, at a later time. According to the doctor, the patient is doing well. The doctor was not sure if the tip broke during removal of the line. He did not know whether or not the nurses noticed the tip was missing when the line was removed. At this time, the doctor feels no urgency in removing the tip from the patient. The catheter is not available for return.